Event description:
It was reported that the insulin pump alarmed motor error. The caller did not know the blood glucose reading. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, with intermittent button response due to moisture damage on the keypad traces; unable to perform occlusion test and no delivery test due to prime anomaly. No motor error alarm noted and the motor passed motor test. The insulin pump passed idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test and displacement test. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.